Event description:
During a lap chole procedure the scissors broke suddenly when it was used to cut the cystic duct. A small segment of the scissors blade went into the abdominal cavity. The doctor had to change to the open surgery instead of the lap chole. The small segment was retreived from the pt's abdomen.